Event description:
The customer reported ICU patient had a morning potassium level of 3.2. Four doses of kcl 20meq/50mls to be run over 1 hour each through a central line were ordered. The third dose of kcl started, but nurse began to suspect that the secondary infusion was running faster than the 50ml/hr rate that the pump was set for. Nurse set up a different secondary infusion on a different pump module at 50ml/hr and noted there was a marked difference in the two secondary drip rates visualized. The kcl was at a constant non-stop drip and the other secondary was at a nice slip drip. The nurse paused the kcl channel to get a second rn to check this and when they returned, they saw that the kcl secondary was still running despite the pump being paused. When the secondary line was clamped, no drops were noted. The customer stated that no additional event or patient information is available. The pumps and tubing were swapped out. Biomed tested the devices and they all were found within specification.

Manufacturer narrative:
Internal file no: (B)(4). Although requested, the set has not been received. A follow up report will be submitted with failure investigation results should the device be returned for evaluation.